Event description:
It was reported, that during a da vinci-assisted distal gastrectomy surgical procedure. The vessel sealer extend (vse) instrument kept displaying an error on the e-100, during sealing and it could not be used. The issue persisted even though the customer attempted to seal for several times. The customer reconnected the cable, reattached the forceps, and restarted the e100 with no change. The customer then used another vse instrument and the issue was resolved. There was no report of fragment(s) falling inside the patient. The procedure was completing as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on and the system initialized without error. The instrument was inspected prior to use with no abnormality. During the procedure, the instrument could not seal nor cauterize. The customer attempted to use the instrument to seal for 10 times, but it only worked once. During the sealing sequence, the customer confirmed, that they heard an audible signal (continuous tone) while pressing the pedal, and a fast audible tones. Tissue was affected. No tissue ever cut, that was not fully sealed. The fat target tissue containing blood vessels that was less than 7 mm in diameter. The tissue was not exposed to any radiation or chemotherapy, prior to the procedure and not calcified. In addition, the instrument jaws did not come into contact with a clip, suture, staple, or other metal objects when the reported issue was noted. The jaws were not immersed in a liquid or contaminated by carbonized tissue (bio debris), prior to or during the sealing cycle. The site completed the surgical procedure with the same da vinci generator (e-100). No unexpected bleeding occurred. It was unknown, if the target tissue was under tension during the sealing/cutting process. Photographic images of the device(s) or a video recording of the procedure were not available for isi review.

Manufacturer narrative:
Based on the claim against the product by the customer noting, the vessel sealer extend (vse) instrument had sealing issue. An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vse instrument was analyzed, and the complaint regarding sealing issue was not confirmed by failure analysis. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument released energy and sealed normally. There were no errors on the erbe and no errors found in logs. The instrument was fully functional. No product issue was identified. This complaint is considered a reportable event, due to the following conclusion: the vessel sealer instrument reportedly did not sufficiently complete a seal, even though audible beeps from the generator provided a signal. That indicated, that the seal was complete. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. Per the description of the complaint, the vessel sealer may have incurred a failure mode, that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient. The reported failure mode could likely cause or contribute to an adverse event if it were to recur.